Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 25 occurred. Reportedly, the customer did not remove the cartridge during pumping. Reportedly, the customer changed the cartridge to address the issue. Additionally, it was reported that the touchscreen was unresponsive. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. The customer's blood glucose level was 221 mg/dl.